Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010, inratio: 5.5, lab: 3.2. Pt is only taking coumadin - no other meds or otc drugs/vitamins. Has heart valve replacement. Usually in therapeutic range (2.5-3.5), until about a month and a half ago.

Manufacturer narrative:
Investigation pending.